Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the outer insulation of the lead was extrinsically breached due to a cut, the outer insulation of the lead was observed to have blood ingression, and visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6944-65 implantable tachy lead (B)(6) 2003; 305u223 tissue valve (B)(6) 2013. (B)(4).

Event description:
It was reported that after an aortic valve replacement (avr) and maze procedure the right atrial (ra) lead exhibited diminished p-wave sensing as well as no capture at high output. The lead was capped and replaced. During replacement, the physician was unable to fixate the replacement lead at the target location. The attempted lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.